Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient said about 6-9 months ago, they had a problem with their stimulation that instead of the stimulation being in their lower back and butt area where it used to be, the stimulation now was more into the upper thigh. It's been a while since the patient stopped using the device, but they made sure to charge it but not use it at all. The patient spoke with their new managing hcp about the issue but was told to speak to a representative to see if they could tweak things to get the stimulation where it needed to be. The patient said that they sent the representative an email on tuesday, and the representative had not replied yet. The appointment was scheduled for march 25th. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.